Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the pt's left eye on (B)(6) 2003. An anterior subcapsular cataract was noted on (B)(6) 2011. The lens was explanted on (B)(6) 2011, the cataract was removed and a iol lens was implanted. The pt's last visit was on (B)(6) 2012, bcva was 20/25.